Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-04973. It was reported that lead migration was observed during a surgery on (B)(6) 2021 to address an ipg replacement. (Reference reg report: rrd-2021-00175338). In turn, one of the patient's leads was repositioned and another lead was explanted and replaced to address the issue. Effective therapy was established post-operatively. It is unknown which lead was explanted. Therefore, all leads are reported as such.